Event description:
New information provided by physician. After a review of the patient's device checks and all available documentation; the oversensing was due to lead position. The patient has not experienced any other adverse events as a result of the oversensing.

Event description:
It was reported that upon interrogation, inappropriate mode switch episodes due to far r-wave oversensing were observed. The issue was resolved with device reprogramming.